Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient while performing functional checks, the cardiosave intra-aortic balloon pump (iabp) was not detecting the blood pressure (bp) values via the fiber optic connector and was generating a fiber optic error message on the screen. The end user disconnected and reconnected the catheter fiber optic connector and was then able to obtain the bp values but the fiber optic error message did not clear. It was noted that patient therapy was able to continue and was ended shortly after the reported event. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue while using a trainer and fiber optic (fo) tester. Upon review of the iabp log files, the stm observed fault code #53 which correlated to the reported issue. The stm noted that the iabp console and patient cables were checked with no issues observed. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient while performing functional checks, the cardiosave intra-aortic balloon pump (iabp) was not detecting the blood pressure (bp) values via the fiber optic connector and was generating a fiber optic error message on the screen. The end user disconnected and reconnected the catheter fiber optic connector and was then able to obtain the bp values but the fiber optic error message did not clear. It was noted that patient therapy was able to continue and was ended shortly after the reported event. There was no patient harm and no adverse event was reported.